Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2011, imaging revealed the pt was a lower juxtarenal infrarenal abdominal aortic aneurysm with a proximal type I endoleak. The pt has a high risk for fenestration. There is aneurysm enlargement, the amount is unk. The current aneurysm sac measures 69 x 66 mm. The treatment plan is to monitor the pt; pt is high risk for open repair and not amenable to fenestration repair.